Event description:
On 14-aug-2025, pentax medical became aware of an event involving a pentax medical video processor model epk-i7010, serial number e760121 in china within the apac region. When the processor was started, the startup sound was normal, but nothing was displayed on the processor's touch panel screen or the monitor screen. As a result, normal operation could not be performed, and several patients who had already received pretreatment for endoscopy could not undergo their scheduled endoscopic procedures. This event occurred before use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Pentax medical apac performed a good faith effort (gfe) to gather additional information regarding this event and received a response via email on 26-aug-2025. The following questions were asked: - how many patients were affected by this failure (i.e., procedures could not be completed)? - did all affected patients undergo the procedure on another day, or were any procedures cancelled? According to the response, the patients completed the examination using another processor later on the same day. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information b4: date of this report - updated. D8: was this device ever serviced by a third party? - "unknown" to "yes". G6: follow-up #: 1. H2: if follow-up, what type? - updated. H3: device evaluated by manufacturer - "no" to "yes" h6: codes updated - component code, type of investigation, investigation findings, investigation conclusions. Additional information d4: primary unique device identifier (UDI) h4: device manufacture date h11: evaluation summary. Evaluation summary the reported event involved the processor's touch panel screen or monitor screen. A pentax medical engineer consulted with hospital staff and confirmed that the malfunction was identified during the pre-use check. No harm occurred to the patient, and the procedure was successfully completed using a backup device. Based on the investigation, it was found that the hard disk drive of the processor malfunctioned, causing the system to fail to start. A potential root cause of this failure was the malfunction of the processor's hard disk drive, which resulted in the system not starting properly. A definitive root cause of the reported issue could not be identified. The device was repaired by a third party and returned to the hospital. The hospital was reminded to ensure that daily operations and reprocessing procedures comply with the IFU. Investigation completion and return date: 18-aug-2025. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the processor was manufactured under normal conditions on 30-dec-2021, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on 13-jan-2022. Pentax medical has not received any further information for this event and therefore considers this medwatch report closed.

Manufacturer narrative:
Correction information b4: date of this report - updated g6: follow-up #: 2 h2: if follow-up, what type? - updated h6: codes updated - investigation findings "115 maintenance issue identified" to "180 mechanical problem identified", investigation conclusions "51 cause traced to maintenance" to "4307 cause traced to component failure" pentax medical has not received any further information for this event and therefore considers this medwatch report closed.